Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The corail stem extractor is bent.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the threaded tip is bent. The root cause is attributed to user error. A search of the complaint database found no additional reports for the tip being bent for this product and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.